Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-8216-50 serial/lot: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The symptoms were fever, swelling, redness and rash. The patient was provided antibiotics and later discharged from the hospital. The event is resolving and was assessed as procedure related and not related to the device system.

Manufacturer narrative:
Additional information was received that the patient presented with drainage from the battery site, fever, and tachycardia. The patient was admitted to the hospital and received IV antibiotics. The scs system was explanted per the recommendation of infectious disease. The event resolved.

Event description:
A report was received that the patient underwent an explant procedure due to infection at the ipg site. The symptoms were fever, swelling, redness and rash. The patient was provided antibiotics and later discharged from the hospital. The event is resolving and was assessed as procedure related and not related to the device system.